Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous accu tni results generated by the unicel dxi 800 access immunoassay system on numerous patient samples. Customer did not provide the actual results. It is unclear whether the erroneous results were reported outside the laboratory. It is unclear if there was a change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
No sample collection or preparation info was given. Qc run at the start of the evening shift was in range. Customer began to receive reports at approx 8:00 pm that some accu tni results were in question. Qc was then rerun and failed. All samples, which had been run after the initial passing qc early in the evening shift, were rerun on their backup system. Results discrepancies were found. Customer called cts to request service. A field service engineer (fse) was on site in 2008. Fse pulled the peri-tubing in the peristaltic pump, found that it was split and replaced the pump and all peri-tubing. Fse performed system verification testing which passed specs. Hardware issues may have contributed to this event, however, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.